Event description:
Caller indicated the relion micro meter was giving high readings. First time using the meter cust got reading of 543 retested a few minutes later and got reading of 594 took insulin and started sweating and became unresponsive, says the readings were incorrect and that caused her to take too much insulin. Her fiancé called 911 and she was taken to ER. She is now home from hospital and feeling better. Controls not used. Requesting refund.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.